Event description:
It was reported that during insertion pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. Air was continuously drawn into the syringe during aspiration. During aspiration, more and more air was drawn through the valve. No patient complications were reported.